Event description:
It was reported that a patient presenting with pain 4 month post-op. Doctor feels this may be more than post-op pain. Doctor considering lap exploratory.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.